Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f206 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f206 for the reported issue shows no trends. Trends were reviewed for complaint categories, pressure dome membrane leak and clot observed. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
Customer called to report a pressure dome membrane leak at approximately 1350 ml of whole blood processed. Customer stated they were having patient access issues due to a clot in the patient access. The customer reported the leak was observed at the system pressure dome. Customer decided to clamp off the collect line from the patient, and manually return blood to the patient. Customer stated the patient conditions are good. Customer will not be returning product for investigation.